Event description:
It was reported when using the bd pyxis¿ medstation¿ es device is operating slowly and, at times, it experiences unexpected reboots. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that failure occurred due to software. A technical support specialist followed knowledge article 000012293 to clean winsxs folder to create free disk space (win10 devices only). The system functioned as intended after the technical support specialist troubleshot the device.